Event description:
A malfunction alarm identified as "malf 12" was reported, though no notable events occurred before the malfunction. The customer did not confirm whether their blood glucose level exceeded 500 mg/dl, so the impact on their level remains unclear. Technical support provided information to reset the pump, and the customer successfully reset it with no recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer understood and acknowledged.